Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging she was unable to code her onetouch ultrasmart meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 7:30pm. The patient's testing frequency is not known; however, according to the csr's documentation the patient manages her diabetes with an unspecified type/ dose of insulin. The patient denied taking any action in response to the reported meter issue and denied testing her blood glucose with a secondary meter. The patient also denied developing any symptoms after the alleged issue began. According to the csr's documentation, an hour after the reported issue occurred, the patient reportedly was administered any unspecified type and dose of insulin by a health care professional (hcp) in the emergency room (ER). Prior to receiving treatment, it is not known if the patient was already symptomatic before the alleged issue began, the reason for the ER visit is not specified, it is not known if the patient was transported to the ER and by whom, and the patient's blood glucose result with the ER's meter is not known. At the time of troubleshooting, the csr noted that the patient did not have any test strips available. The alleged issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for hyperglycemia after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k021819.